Manufacturer narrative:
The recipient's device was reportedly activated with no further issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's repositioning surgery was on (B)(6) 2020. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma that broke the tympanic membrane and caused electrode migration and bleeding of the ear. The recipient underwent repositioning surgery.